Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was leaking the following information was received by the initial reporter with the following: tpn leaked out while priming fluids. Tubing was never connected to patient, as the leaking was noticed during priming.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for material#: 10010454 and lot#: 24095235 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23sep2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.